Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend (vse) instrument would not work in the e-100 generator. The site stated that the screen commanded them to check the instrument connection. Prior to calling, the customer performed troubleshooting by power cycling the e-100 generator and the message to check instrument connection was still displayed. The technical support engineer (tse) instructed the customer try the vse instrument in the erbe and it was recognized, and they were able to fire it. The procedure was completing as planned with no reported injury or harm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the nest disabled. After, the fse enabled nest and performed a test drive. The system was verified and ready to use.